Event description:
There was an allegation of a questionable elecsys ca 19-9 result from the cobas e 411 analyzer (disk system). The initial result on (B)(6) 2025 was <0.6 u/ml, and the repeat result was 49.54 u/ml.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The last calibrations provided was performed on 01-aug-2024, which is not the recommended interval. Qc data was not provided. The alarm trace was not provided for the date of the event. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) performed an artificial media test (am test), and it failed for dilution 1:20 precision. Due to this issue, the sample probe was replaced, and the test was repeated. The second am test passed completely. The alarm trace that was provided was not from the range of time of the event. However, there were several occurrences of sample quality-related alarms, such as insufficient sample or pipette clog, which is consistent with pre-analytical issues. The investigation was unable to determine a direct root cause.